Event description:
It was reported that during a laparoscopic splenectomy procedure, device stopped working and the machine gave an error message. It was noticed that the tip of the blade was cracked and completely off. The tip was found on the floor, not in the patient. There was no patient consequence and the procedure was completed by using scissors.